Event description:
The customer called and reported that the buttons on the insulin pump were not working to clear out a battery out limit alarm that was received. Customer's blood glucose was 208 mg/dl. It was stated there was a crack in the insulin pump and it had been humid outside. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected battery out limit alarm was noted. The pump had intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.